Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-12324. Surgical intervention was undertaken to replace the patient's leads; however, the procedure was abandoned. The physician instead removed the patient's scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-12324. It was reported the patient's system was auto-reducing. The patient is not receiving stimulation coverage of all of her pain area. Diagnostics revealed invalid impedance readings on all contacts on one of the leads. Surgical intervention may be taken to address the issue.